Event description:
It was reported that this right atrial (ra) lead had pacing impedance values greater than 2000 ohms. It was observed that the lead insulation was damaged due to bovie. This lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed outer insulation damage that appeared melted. In this case, we believe the damage was the result of lead contact with electro-cautery. The reported pacing impedance high out of range allegation was not confirmed although x-ray showed melted outer coils approximately 118 -170 mm from the terminal pin, this damage likely occurred during explant (electro-cautery).

Event description:
It was reported that this right atrial (ra) lead had pacing impedance values greater than 2000 ohms. It was observed that the lead insulation was damaged due to bovie. This lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been returned for evaluation.